Event description:
It was reported via repair work order that the head of bed lock out goes on then turns off by itself. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental being submitted as it was determined this complaint was associated with an incorrect serial number. The unit in this medwatch report had no alleged malfunction. The unit that did have the reported malfunction is being addressed under a separate complaint.

Event description:
It was reported via repair work order that the head of bed lock out goes on then turns off by itself. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.